Manufacturer narrative:
It was reported that a revision surgery was performed due to unspecified reasons, to remove a unicompartmental prosthesis and replace it with a total knee prosthesis. The affected devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Due to unknown reason for report, no root causes can be determined at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information or devices be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that revision surgery was performed to remove a unicompartmental prosthesis and replace it with a total knee prosthesis. No further information available.